Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the patient felt "heat" over the device and thought a shock may have occurred. The device was interrogated and there were no significant findings. When a capacitor formation was done in the clinic, the patient felt the heat so the nurse put a hand over the device site when a second capacitor formation was done and the nurse felt warmth. There were no visible signs of infection so the patient was seen in the clinic two weeks later and when a capacitor formation was done at that time, there was no indication of heat. The source of the initial issue is undetermined. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.